Event description:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, open circuits were noted on 14 electrodes. Explant is planned but has not taken place at the time of this report.